Event description:
It was reported that there was a suspected leak. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their one year follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a leak that was appearing to go through the fabric of the closure device. The closure device is still positioned correctly. There were no patient complications that were reported to have occurred and no intervention or treatment was performed.